Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not shuttle down and the balloon indicator did not pop out. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) would not shuttle down and the balloon indicator did not pop out. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The advancer tube and sealant were returned in their manufactured positions. The condition of the returned device likely indicates that the device was not deployed. No syringe or sheath was returned with the device. During this visual analysis, no visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results showed that no problems in the device¿s deployment mechanism were present as it could be actioned as expected by advancing the advancer tube and deploying the contained sealant. Additionally, the pressure gauge inflation indicator was tested by inflating the balloon and confirming the pop-out of the indicator. During this second functional evaluation, no anomalies were observed, and the device worked as expected. The reported events of ¿shuttle-shuttle advancement issue¿ and ¿pressure gauge-inflation indicator issue¿ were not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issues experienced by the customer could not be determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully with the complaint device during functional analysis, or the inflation indicator issue since it was able to extend during balloon inflation. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, it warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states during balloon preparation, ¿fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ the IFU also instructs when deploying the sealant, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) would not shuttle down and the balloon indicator did not pop out. There was no reported patient injury. Additional information was requested but not provided. The reported events of ¿shuttle-shuttle advancement issue¿ and ¿pressure gauge inflation indicator issue¿ could not be confirmed as the complaint device was not returned for analysis. The exact cause of the issues experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events reported. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.